Manufacturer narrative:
The date of this submission is 22-aug-2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 07-aug-2017 from a (B)(6) caucasian female consumer reporting on self from the united states of america. The medical history included asthma and latex allergy. The concomitant medication included an unspecified medication daily for allergy and asthma and unspecified vitamins for an unknown indication. The reported weight of the consumer was (B)(6). On (B)(6) 2017, while trying to purchase band-aid unspecified (fabric bandages) (lot number and expiration date unspecified), the consumer was exposed via inhalation to latex from the device while holding the box of bandages and developed anaphylactic reaction. On the same day, administered her own epipen (epinephrine) injection and went to emergency room where after spending an hour and half she was prescribed to take the prednisone orally for about a week. The consumer had similar experience in past when she walked into a room with deflated balloons which lasted for three days. On the next day, the event resolved. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention). The company causality was assessed as related.